Manufacturer narrative:
The endoplege coronary sinus catheter was returned. No blood was visible on the returned components. The catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2cc syringe of colored water as indicated in the IFU. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. A device history review was performed and there were no manufacturing non conformances noted with this lot. Instructions for use were reviewed. A CAPA was generated for distal balloon leaks and it is in the implementation phase. Trends will continue to be monitored on a weekly basis and if further action is required, appropriate investigation will be performed

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
It was reported by the sales rep that the endoplege coronary sinus catheter would not remain occlusive in the coronary sinus. The md attempted to deflate the balloon and nothing was returned in the syringe. The md removed the device and replaced with another endoplege catheter. This device worked appropriately. No patient injury occurred. The md believes there to be a hole in the balloon, this was not noted on prep of the catheter.